Event description:
It was reported that rectal bleeding occurred while the actiflo indwelling bowel catheter was in place in the pt. The device was removed and a colonoscopy was performed. An area of necrosis was observed. It was unk how long the catheter was in place. No additional intervention was performed. It was confirmed that the inflation cuff was not overinflated.

Manufacturer narrative:
Sections completed by MFR with info provided by the user facility. No additional info was provided.